Event description:
It was reported that a spectrum iq pump alarm was hard to hear during moxifloxacin therapy at 400 mgm/250 ml (the volume was set at 200ml at a rate of 250ml/hr). The default on the pump audio volume was set at medium. There were no reported adverse effects. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Per customer review of history log, it appeared that multiple auto restarts had been used with down stream alarms due to a positional IV. It then appeared that the down stream alarms were cleared manually multiple times thereafter.the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.